Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Please see updated sections: d8, g3, g6, h2, h4, h6 and h10. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The probable cause was due to the lock of the video connector being deteriorated and loosened due to long-term use. The electrical contacts became unstable and then the image did not appear.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The unit was tested with multiple scopes and all output/video signals were present. However, a worn video connector latch was found, causing loss of image when manipulating (i.e., wiggle) the pigtail. It was determined replacement of the video connector was necessary to resolve the issue.

Event description:
A user facility reported to olympus that no video output was observed. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.